Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an unexpected reset occurred. There was no reported impact to the customer's blood glucose level. As the event occurred in the past, troubleshooting was unable to be performed with tandem technical support. Reportedly, the customer was able to resume insulin delivery successfully.